Manufacturer narrative:
Concomitant product(s): a 4076-52 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high/undefined pacing impedances. A lead fracture was confirmed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.